Event description:
It was reported the patient was admitted to ER (emergency room) somnolent. The pump was read and nothing in logs indicated anything abnormal. It was noted the patient was hospitalized. The patient did have refill 2 days prior but no concentration or dosage change occurred. The patient was asking the managing hcp for oral narcotics refill but was not given. The ER hcp suggested that patient may have taken more orals meds that may be causing somnolence. The hcp reduced dose down by half to help compensate for patient¿s status. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver dilaudid 7mg/ml at 2.7mg/day.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).